Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that the tpn infusion line had leaked a small amount. The clinician disconnected it from the PICC line, reconnected it and tighten the connector to the PICC line. After an unspecified period of time, the rn noticed some leaking between the connector and the nonbd tubing. The rn changed the tubing. There was no patient harm.

Event description:
The customer reported that in the nicu IV, the tubing for tpn was noted to be leaking at the site of the mz1000-007. The mz1000-07 is always attached to the non-bd y-tubing per the customer. The line was disconnected from the PICC line and reconnected; tightening the tubing to the PICC. The line was monitored, and it was noted that it was "still" leaking, and it was coming from the connection of the manifold and the y-tubing. New fluids were ordered because the tubing was changed out. The customer reports performing a complete line change. The versed and a fentanyl drip were re-ordered as a result of the leak, since the line had been compromised. There was no patient harm. The customer later provided a maxzero for investigational purposes with a note stating "maxzero without lipid residue".

Manufacturer narrative:
The customer¿s report of a leak at the connection to the maxzero was not confirmed. Visual, functional and pressure testing found no leaks or anomalies with the received set. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported that in the nicu IV, the tubing for tpn was noted to be leaking at the site of the mz1000-007. The mz1000-07 is always attached to the non-bd y-tubing per the customer. The line was disconnected from the PICC line and reconnected; tightening the tubing to the PICC. The line was monitored, and it was noted that it was "still" leaking, and it was coming from the connection of the manifold and the y-tubing. New fluids were ordered because the tubing was changed out. The customer reports performing a complete line change. The versed and a fentanyl drip were re-ordered as a result of the leak, since the line had been compromised. There was no patient harm.

Event description:
The customer reported that in the nicu IV, the tubing for tpn was noted to be leaking at the site of the (B)(4). The (B)(4) is always attached to the non-bd y-tubing per the customer. The line was disconnected from the PICC line and reconnected; tightening the tubing to the PICC. The line was monitored, and it was noted that it was "still" leaking, and it was coming from the connection of the manifold and the y-tubing. New fluids were ordered because the tubing was changed out. The customer reports performing a complete line change. The versed and a fentanyl drip were re-ordered as a result of the leak, since the line had been compromised. There was no patient harm.